Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed device evaluation. Failure analysis found the instrument with thermal damage on the bipolar yaw pulley. The instrument passed the electrical continuity test. No damage was found to the conductor wire or insulation. Additional observation not reported by site: the instrument was found to have charring and localized melting at the grip base between the grips. Thermal damage between grips instrument/bipolar yaw pulley is most commonly caused by insulation degradation and carbonized tissue creating a conductive path.

Event description:
It was reported during central processing, a fenestrated bipolar forceps instrument was rough discolored. No patient was involved with this complaint. Intuitive surgical, inc. (Isi) followed up with the site and obtained the following additional information regarding the reported event: the thermal damage was noticed after it was cleaned in central processing. No damage was noticed prior to the cleaning.